Event description:
It was reported that the patient experienced severe abdominal and groin pain post implant. To address the issue, the patient's hospital stay was extended and they were given pain medication.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.